Manufacturer narrative:
(B)(4). The ge service rep checked the camera and amp. The system operates as intended.

Event description:
The customer reported the collimator shutters closed. No pt injury was reported.